Manufacturer narrative:
The scalamobil stair climber is manufactured by alber gmbh. The exact model and serial number of the device were not provided. The extent of the injuries sustained by the caregiver and user is unknown. It is not clear if either had a serious injury. Additional details regarding this incident and the device has been requested, however, at this time no further information has been obtained. With the limited information, an underlying cause of the incident and if a malfunction occurred cannot be determined. At this time a return is not anticipated. If additional information is received, a supplemental record will be filed.

Event description:
Per the letter received by invacare, "the caregiver was using the scalamobil to transfer her daughter upstairs. Due to the design of the machine, when she attempted to climb one of the stairs, the device's wheels failed to lock causing the wheelchair, the caregiver and daughter to be flung forward down the stairs causing the caregiver to be injured and causing the daughter significant physical injuries, pain and suffering, and other damages."